Manufacturer narrative:
Device evaluation: analysis of the extension found no anomaly.

Event description:
It was reported that the implantable generator (ipg) was first implanted in the gluteal position and, after a while, the patient had problems with that because it was too close to the bone structure. The patient wasn't able to lie on the back anymore, because it hurt. The patient still wanted the ipg to remain in the gluteal position, so the position of the ipg was changed a few centimeters. The repositioning of the ipg required an extension to reach that position and to connect the lead with the ipg in the new position. It was reported that during the procedure, there was a defective lead extension. The impedances were checked during surgery, and it was noted that pole 4-7 showed high values (>40,000). The diagnostic testing or troubleshooting included impedance testing and reprogramming. The system was disconnected and reconnected a few times, but the problem still occurred. Everything was fine when the lead was checked with an advanced screening cable and when the lead was checked with the ipg. The problem reportedly resolved with a new extension. Nothing happened to the patient and the patient was alive with no injury. However, the patient outcome remains unknown. Additional follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).